Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt2323 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC line is leaking at the 1 cm mark. On 12/4/2019: nurse stated "there was no harm to the patient, but they went to the or specifically for PICC placement, with a new piv being placed today to take PICC out. Patient had ecoli uti and was placed for 2 weeks antibiotics. "

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking PICC was confirmed but the exact cause was unknown. The product returned for evaluation was a 3fr s/l powerpicc sv. The catheter contained usage residue throughout and had been trimmed near the 16cm depth marking. Functional testing confirmed the presence of a small leak at the 1cm depth marker. Microscopic examination of the leak site revealed the presence of a 1mm split, which was oriented in the longitudinal direction. The split surfaces were dull, flat, and granular in nature and the exterior edges were sharply formed. Tactile evaluation of the catheter was unremarkable. The catheter damage was then cut from the catheter body and bisected longitudinally in order to inspect the inner catheter surface. The split was observed to reside within a small linear indentation in the catheter, but was otherwise unremarkable. The alleged deficiency could be confirmed, but insufficient evidence was available for determination of an exact root cause. A lot history review (lhr) of redt2323 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC line is leaking at the 1 cm mark. On (B)(6) 2019: nurse stated "there was no harm to the patient, but they went to the or specifically for PICC placement, with a new piv being placed today to take PICC out. Patient had ecoli uti and was placed for 2 weeks antibiotics. "